Event description:
It was reported that the battery gauge was fluctuating intermittently. There was no adverse impact to the customer¿s blood glucose value. The customer continued to use the pump for insulin therapy.